Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed on (B)(6) 2017, or surrounding days. There were eleven bolus requests made on (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 40mg/dl and did not hear the low bg alert. No treatment was administered to address the bg level and the customer's bg level increased to 85mg/dl. During a follow-up, tandem technical support review the pump's t: connect logs and found that the customer had not received any low bg alerts and the customer's bg level was not low during the event date provided. The customer acknowledged this information. Reportedly, the customer reverted to an alternate pump for insulin therapy.